Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the heat damage of c31 on the I/o pc board which was identified during evaluation and is considered confirmed. While testing the unit with a known good rear case c31 on the I/o pcb shorted out causing it to overheat and fail resulting in heat damage to the I/o pcb. The I/o pcb will be replaced. (B)(4).

Event description:
During baxter's device investigation, a spectrum pump was observed to have heat damage after the c31 (a component of the input/output printed circuit board) overheated during evaluation. It was also reported there was no patient involvement.